Event description:
According to the reporter, during an open procedure, the stapler did not fire. The handle did not return to the open position following the first full squeeze. They used another device to resolve the issue in order to complete the case. There was no reported patient injury.